Event description:
It was reported that during a hand assisted lap nephrectomy procedure, the device's tissue pad fell off and into the patient. The tissue pad was retrieved through the trocar and pulled out with graspers. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 3/9/2009. Information anticipated, but unavailable at this time.